Manufacturer narrative:
Initial reporter fax number provided: (B)(6). Initial reporter phone number provided: (B)(6). The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during placement a pinhole formed and caused sterile water to leak out from the balloon section. No items were potentially in contact with this product.